Manufacturer narrative:
Continuation of d11: product ID 8709 lot# serial# (B)(6). Implanted: (B)(6) 2005, explanted:. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep) reported a motor stall was seen at initial interrogation and the patient did not recently have a magnetic resonance imaging (MRI). It was noted that per the event logs the pump has several motor stalls with some tube sets and recoveries since (B)(6) 2019. It was noted that the pump was being replaced today ( (B)(6) 2019). Additional information received indicated that the top of the catheter broke off (2cm) so they added an 8578 (7.6 cm) to the existing catheter. The hcp does not want to aspirate from the catheter access port (cap) and wanted to know how long the break in therapy would be for the new piece they added. It was noted the original catheter was 0.1045ml, the new catheter was 0.0167 ml, and the total catheter was 0.121 ml. The drug concentration was 50 mg/ml and the new drug dose was 12 mg/day. The flow rate was 0.24 ml/day. It was noted it would take 10 hours and 27 minutes with drug or 1 hour and 40 minutes without drug. The indication for use was non-malignant pain. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. Evaluation code method, code-result, and code-conclusion only apply to the pump. Code method only applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the pump would be returned. However, the catheter was discarded. A new pump was implanted. The pump was returned to the manufacturer for analysis and the reason for return/report was noted as "potential performance issue." No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered morphine. The reason for use was not reported. It was reported that patients pump has stalled and has been alarming. Diagnostics/troubleshooting included interrogation showing a stall. Interventions/actions that were taken to resolve the issue included a pump replacement planned for (B)(6) 2019. The issue was not resolved at the time of the report. The patient status was listed as ¿alive, no injury.¿ there were no further complications reported/anticipated.